Manufacturer narrative:
(B)(4). Batch # u5dz63 (B)(4). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ats45 device was returned with the firing trigger broken and in the opened position. No reload was received. No functional test was performed due to the condition of the device. It is possible that that the device was clamped over an excess of tissue or a hard object, resulting in damage to the firing trigger handle. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that product failure is multifactorial. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgerys quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic radical nephroureterectomy, the scp put the stapler on the hilum, closed and fired; however no staples are deployed and the stapler luckily didnt cut either. The device came out with no problems and we opened another one and it worked fine. This stapler failure could have caused a disaster. No patient consequence reported.